Event description:
The tech reported the foot brake caster was not locking. The bed was located in the hill-rom svc ctr. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found during a between pt inspection that the brakes were not holding when applied and the most likely cause is normal wear and tear. The tech replaced the brake caster assembly to resolve the issue. Based on this info, no further action is required.